Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: reason currently unknown. (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast augmentation with unspecified mentor breast prostheses required bilateral removal of the breast prostheses on (B)(6) 2019 for unknown reasons. The removed prostheses were replaced with mentor memorygel breast implant 400cc gel breast prostheses. This medwatch report is for the left breast prosthesis.